Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low adc device scan result; it is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but was unable to self-treat. The customer was brought in a hospital where an unspecified blood glucose reading was obtained on a healthcare professional (hcp) meter device. The customer received unspecified infusion medications, electrolytes, intravenous painkillers for treatment. The customer was admitted for three days in the hospital. There was no report of death or permanent impairment associated with this event.